Event description:
The customer described a burn under the return electrode that occurred while using the pad with an ept cardiac ablation controller. The pad was placed on the pt's thigh and described as "severe."